Event description:
Canadian home patient (hp) reports incomplete prime of patient line of homechoice set. Hp was able to reprime line with assistance from baxter technician. No patient injury or medical intervention required per baxter affiliate.